Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user restarted the machine and attempted recovery multiple times; however, the drawer issue persisted. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 20-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had jammed. The field service engineer power cycled the station with the manager disconnected, which cleared a bogus failure. During testing, the remote manager failed to sense the closed position, prompting adjustments to its positioning relative to the hasp. The system was then tested using the hardware test application. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user restarted the machine and attempted recovery multiple times; however, the drawer issue persisted. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.